Event description:
In a laparoscopic appendectomy procedure, when a battery was inserted into the i45 stapler, but before it was applied to tissue, the device was found to be unresponsive. A different device was used to complete the procedure.

Manufacturer narrative:
Patient's age and weight are not known. "999" and "000" are placeholders. The i45 was visually and functionally evaluated and was found to have a jammed gear selector switch. This was the immediate cause of the lack of response from the device. The root cause of the jammed selector switch is currently being investigated in a CAPA project. (B) (4)